Event description:
A nurse reported that the trocar valves began to leak during a vitreoretinal eye surgery. There was no patient harm. There is no product sample available for this event. There are no further details available.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review was conducted. The device history record review shows that the product was released based on the manufacturer's acceptance criteria. The root cause for the customer's report could not be identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).